Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: log file was reviewed and vyaire medical was able to verify the customer's reported issue. The customer also reported that they have replaced the sinter filter prior to this failure. It was determined that the root cause is user fault due to a not well applied sinter filter.

Event description:
The customer reported that the bellavista 1000 alarmed with technical failure 316 "blower failure" and technical failure 401 "inspiration valve or device leaky" during patient used. The customer confirmed that there was no patient harm associated from the reported event.